Event description:
A customer reported to baxter (B)(4) of a solution administration set with 3 way stopcock in which the set leaked when the tubing separated from the luer lock. The process step is during infusion. There is report of patient involvement; however, there was no report of patient injury/adverse events, or medical intervention in association with this event. No additional information is available. This is a case report received on (B)(4) 2012 by baxter (B)(4) from a pharmacist of (B)(6). It was reported that on (B)(6) 2012 a set ((B)(4), lot 12c15v919) was separated so there was a leak. Reportedly, when the nurse has connected the set to the patient, the tube was separated from the luer lock. One patient involved. According to the reporter, no clinical consequence. One unit impacted. One sample available.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample and two companion samples were received for evaluation. A visual examination of the actual sample revealed that the luer lock was disconnected from the tube. The two companion sets were connected to air pressure with clamp opened. No leak was observed. The most probable root cause is to be attributed to under insertion. No repairs were made as this is a single use device. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.